Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion surgery due to unknown reason. Intra-operatively, the carotid artery got injured when surgeon was using the medical instruments to perform fixation and bleeding did not stop,so the patient was transferred to emergency of other hospital. The procedure thereafter could not be continued. The medtronic product did not come in contact with the patient. Medtronic products were not used at the time occurrence of event.